Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that 2 weeks after implantation, the plates were discovered as broken. There is a revision surgery to take place. No other information is known at this time.